Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported injection with 2ml of juvéderm® voluma® in the chin. Tenderness, lumps, and swelling developed at the injection site an unspecified amount of time later. Patient is on antihistamines and undergoing monitoring. Symptoms are ongoing.